Event description:
While reviewing an x-ray associated with screws that fractured post-operatively, zimmer biomet spine personnel found it appears that three closure tops backed out of their mating pedicle screws. The initial reporter could not confirm if the closure tops indeed did back-out or if they were replaced during the revision to address the fractured screws. This is report six of six for this event.

Manufacturer narrative:
The specific device is unknown, but could be one of the following: top loading poly reduction screw assemblies 5.5x45mm, top loading poly reduction screw assemblies 6.5x40mm, top loading poly reduction screw assemblies 6.5x45mm, top loading poly reduction screw assemblies 7.5x35mm, bottom loading poly reduction screw assemblies 8.5x45mm, bottom loading poly open iliac screw assemblies 8.5x80. Catalog number: the specific part number is unknown but could be one of the following: 07.02001.033, 07.02001.074, 07.02001.075, 07.02001.115, 07.02005.159, or 07.02050.166. Device evaluation: product was not returned and photos were not provided. X-rays were provided which show the three closure tops appear to have backed out. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or traumatic factors. DHR review the DHR was unable to be reviewed since the lot number is unknown. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2021-00425, 3012447612-2021-00426, and 3012447612-2022-00013 through 3012447612-2022-00017.